Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer's reported problem was not duplicated. During functional testing, the air detector in line was working properly as intended. No problem found. Performed standard preventative maintenance to bring pump into full functionality. Device passed all functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air sensor was defective. There was no patient involvement.